Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient hooked up the recharger dock and the green light came on right away. When the recharger was placed in the dock the battery light was flashing but never went solid, even after several days. When the recharger was removed from dock, all lights went off and did not come on. The patient tried tapping the power button, holding down button for 5-10 seconds, and holding button for over 30 seconds. The patient noted that due to not charging, their ins was at zero percent and off, resulting in going to the bathroom every hour instead of every 5-6 hours. The patient was transferred to repair for a new recharger, where it was noted that the recharger was not charging. Additional information was received from the patient. During a call regarding charging their ins, they reported that their ins was off. Patient services reviewed that when the patient was finished charging the ins, the patient would use the communicator and the "mytherapy app" to turn stim back on. The replacement recharger was working as intended. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that replacing the recharger resolved the issue. They can successfully charge their implant and the issue was confirmed resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger h3 analysis of the returned recharger revealed the device is unresponsive. Device is confirmed to have main micro-controller corrupt ed thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.